Manufacturer narrative:
The technician found the head hi/low valve was defective. The technician replaced the valve to repair the bed.

Event description:
Information received indicates the head section drifts down when the hi/low is raised.